Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a damaged battery was confirmed and reproduced. The root cause was attributed to use/user error. The main batteries and battery harness was replaced to fix the problem. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.